Event description:
It was reported that the plunger cap of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was found seared off. The following information was provided by the initial reporter: "syringe came in box of 10. 1 syringe plunger cap seared off of top so the syringe looks like broken stick".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger cap of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was found seared off. The following information was provided by the initial reporter: "syringe came in box of 10. 1 syringe plunger cap seared off of top so the syringe looks like broken stick."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 14-feb-2023 h6: investigation summary customer returned a single 0.3ml syringe. The plunger cap is compressed to the degree that it has split open on one side. Also, the thumbpress has split in half and broken away from the back of the plunger rod. Customer reports sample being received in this condition. A review of the device history record was completed for batch# 2073630. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of plunger cap damage. A root-cause could not be determined.

Event description:
It was reported that the plunger cap of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was found seared off. The following information was provided by the initial reporter: "syringe came in box of 10. 1 syringe plunger cap seared off of top so the syringe looks like broken stick"